Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set had a ¿separation- between main body and twist clamp¿ (twist sleeve). This issue occurred during use on a patient for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye observed a broken occluder legs beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however the damage cracked or broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.